Manufacturer narrative:
This complaint included known side effects. No malfunction was described. No new risk has been recognized.

Event description:
Slight numbness/tingling (numbness/paresthesias) on tongue experienced following essential tremor treatment. Also was mentioned by the patient that he did not experience any other side effects and the experienced "numbness/tingling" is "not much and hardly noticeable".